Event description:
The patient reported that the needle failed to insert properly into the skin during pod activation, noting that it bent instead of inserting into the body. It was further reported that the pink slide did not advance, indicating a potential needle mechanism failure. Upon removal of the pod, the cannula was visible without abnormalities noted. The patient's blood glucose levels were reported to be in the range of 181-250 mg/dl. There was no medical intervention reported in relation to this event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the reported bent needle or needle mechanism failure, or to determine their root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.0. Hardware: iphone13.4. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.